Event description:
The pt was brought to the cardiac cath lab with a diagnosis of acute coronary syndrome. During the ptca procedure, the coating of the pt graphix guidewire sheared off. The pt experienced some brief chest pain. The physician attempted to retrieve the coating, but was unsuccessful, so the pt was sent for emergent open heart surgery. The physician described the event as "difficult case - wire coating probably caught on calcium prior to shearing.

Event description:
During a ptca procedure, the pt graphix guidewire fractured in the pt's circumflex coronary artery. The fractured portion remains in the pt. Additional info has been requested regarding this event.